Event description:
In 2002 the end-user called medtronic minimed and stated changing sets and bg's have been climbing steadily, patient noticed moisture at the site and realized the qs was leaking at the qs. In 03/2003 maersk medical a/s received the complaint and 1 used set.